Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: a white unknown particle was observed in the bag. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) pab empty unit from j4s670/s5904-52 was received for evaluation. The unit was intact, and the ports had not been accessed. Through visual observation, foreign matter was observed. Optical images of the particles/defects were obtained, and their lengths were measured. The particles were extracted from the bags placed in the fourier transform infrared spectroscope for analysis. The results are shown below. - particle 1: measured 238um and was identified as polypropylene. The defect was inside the material of the pab bag. The defect was fully embedded in the pab bag material and would not have been in contact with the solution. - particle 2: measured 254um and was identified as polypropylene. The defect was inside the material of the pab bag. The defect was fully embedded in the pab bag material and would not have been in contact with the solution. A review of our non-conformance system database found no related or similar discrepancies during the production of the batch. The batch record was reviewed, and the batch met and passed all release criteria and tests. Additionally, twenty (20) retain units were inspected by a certified inspector. One (1) out of the twenty (20) retain units was observed with a foreign particulate inside of an empty bag. The pab empty container (catalog no. S5904-52) uses a film material that is manufactured by third party vendor. A supplier corrective action request (scar) was issued to the vendor to investigate the embedded particle issue. Through the vendor investigation it was determined that the pm met the allowable particle size per specification. The embedded particle defect does not impact the function and integrity of the material provided to b. Braun. This type of defect was considered inherent to the manufacturing process of the film and is considered to be a cosmetic defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.